Manufacturer narrative:
An internal investigation was performed for a south korean customer reporting falsely elevated troponin results when testing with the vidas® troponin ultra I assay (ref 30448). A review of quality records confirmed: no other similar complaint was recorded on vidas tniu, lot 1006825110/190922-0. No CAPA (corrective action preventive action) nor non-conformity linked to the customer's complaint was recorded on vidas tniu (ref 30448) analysis of the batch history record shows no anomaly during the manufacturing, control and packaging processes. A study of internal sample control charts of six internal sera tested on six different lots of vidas tniu including the customer's lot, showed all results are within specifications , and the customer's lot was in the trend of the other lots. Testing of internal samples: four internal samples were tested on a retained kit of vidas tniu 1006825110/190922-0, and all the results conformed to expected specifications. One efs (blood donor) sample tested eight times was negative with values < 0.01 ¿g/l, with no outlier value observed internally. No reproducibility issue was observed with internal samples. Conclusion: no anomaly was observed with the analysis of control charts, quality data, and tests with vidas tniu 1006825110 / 190922-0. The main hypothesis for this reproducibility issue is probably linked to a pre-analytical issue on this sample. According to the data mentioned above, the performances of vidas tniu (ref30448), lot 1006825110 / 190922-0 are in expected specifications.

Event description:
A customer in (B)(6) notified biomérieux of obtaining falsely elevated troponin results when testing with the vidas® troponin ultra I assay (ref 30448). The customer reported that they tested the patient sample three times. They obtained the following results: first result: 1.17 ug/l, second result: below 0.01 ug/l, third result: below 0.01 ug/l. The customer stated that the incorrect result was reported to the physician; however, the physician requested the troponin I retesting due the initial result not matching the patient's condition. The customer reported that the patient was not harmed or treated incorrectly due to this discrepant result. There was no claim of delayed results from the customer. An internal biomérieux investigation will be initiated.